Event description:
It was reported that after the wedge resection procedure, the blade tip got loose and fall-off. Unable to engage the blade into the hand-piece of gen01. There was no patient consequence.